Event description:
It was reported that the device's hydraulics/jack was leaking fluid. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. Upon evaluation, it was found that there was a fluid leak due to a broken/damaged jack assembly. The issue was resolved for the customer by replacing the jack assembly.

Event description:
It was reported that the device's hydraulics/jack was leaking fluid. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was identified and evaluated. The catalog number, serial number, and manufacturing date have been added. Codes have been updated.

Event description:
It was reported that the device's hydraulics/jack was leaking fluid. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.